Event description:
I have the inspire device for sleep apnea that was implanted in my chest on (B)(6) 2020. I am having issues with the device that is causing my tongue to swell as well as swelling of my sublingual glands and also causing my oxygen levels to drop dangerously low down to 83 at night. I have had to resort to getting oxygen at night when using my inspire device to prevent serious repercussions to my health. I was waking up with severe migraines using the inspire device since february and they discovered the severe drops in oxygen at night. I contacted my doctor and the inspire rep tried to adjust my device a few times but were unable to fix it properly. Inspire reps have not offered any further assistance in getting help for me to get this device fixed and working properly again. I have been unable to find a doctor here in southern california who can properly fix this device or address these serious concerns I am having with this device. I have made numerous calls to inspire for assistance locating a doctor and get help with their device. They take messages and then fail to return my calls and support their devices. I believe these issues I am having with this device need to be reported and investigated as I am worried this device is causing more serious issues to my health. I am furious with inspire as they are failing to provide any support for this device yet still implanting more of these devices in people and failing to address my serious concerns about this product. My device was implanted by dr. (B)(6) in (B)(6) and the generator for this device is serial/model number (B)(6), the stimulation lead model/serial number is (B)(6), the sensing lead model/serial number is (B)(6). I request that this situation and my concerns be addressed regarding this product and see if other patients are experiencing any of the issues that I have raised in this letter.